Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer torqvue 45x45 delivery sheath. The amulet was prepped, inserted into the sheath and deployed in the laa as per instructions for use (IFU) without incident. When taking measurements with transesophageal echocardiogram (tee), a 3mm effusion present. The left atrial pressure was 12mmhg. During procedure, the activated clotting levels were >300s and 8,000 units, then 3,000 units of heparin were administrated. The amulet was deployed with one deployment and there was no complications during procedure or shortly after and no change in effusion post procedure. After confirmation of close criteria and review with the implant team, the device was released and device position remained stable. There was no leak was seen around the lobe. On (B)(6) 2025, the patient developed acute onset chest pain, dizziness and presyncope. The patient returned to bed and was found to be hypotensive and had ongoing severe chest pain. The patient was transferred to critical care unit (ccu) and treated with fentanyl and ativan which significantly improved the symptoms. There was a small pericardial effusion and there was no echocardiographic evidence of tamponade. The patient was also treated with a stress dose of steroids and started on colchicine, will continue the colchicine for a couple of weeks. The patient had 2 echocardiograms which did not demonstrate pericardial effusion. The patient had cardiac computed tomography (CT) which demonstrated a well-seated amulet device. Next morning, the patient felt quite well and denies any chest pain, shortness of breath or palpitations. The patient will be started on dual antiplatelet therapy (dapt) and we will plan for tee in 12 weeks. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of acute onset chest pain, dizziness and presyncope one day after amulet implant was reported. Also reported that the patient was hypotensive and there was a small pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be determined. The reported angina, syncope, movement disorder and hypotension appears to be a cascading effect of pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention was result of medication administered (fentanyl, ativan, stress dose of steroids and colchicine). The patient was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.